Event description:
It was reported that the patient is experiencing pain.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
Based on the received medical records it was determined that device involved in the reported event is not a stryker product.

Event description:
It was reported that the patient is experiencing pain. On 21-nov-2014: upon review of medical records the event description was updated, "removal of hardware, left hip and left total hip replacement using arcos revision system."